Manufacturer narrative:
The product will not be returned for evaluation, and the investigation is ongoing. Additional information will be submitted within thirty (30) days of receipt

Manufacturer narrative:
Hvad® pump hw469 was not returned to heartware for evaluation as it remains with the patient post-mortem. Review of the manufacturing documentation confirmed that hw469 met all requirements for release. Review of the controller log files revealed that there was a drop in power and flow. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming. Device remained implanted.

Event description:
Approximately three years, nine months post hvad implant, the patient experienced flow decrease (2 liter drop in hvad flows) and a loud growling sound coming from his pump. He was admitted to the hospital the same day. The log files showed a possible inflow obstruction. The patient was under hospice care, and was not a surgical candidate. The patient expired on (B)(6) 2013. The health care provider reported the cause of death as ¿right heart failure due to the likely progression of the disease of the right ventricle¿ and stated that the death was unlikely related to the device.¿